Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient was implanted only 7 years ago. It was noted that the patient was coming in for a replacement due to breakthrough symptoms. It was noted that the implantable neurostimulator (ins) battery measurement was 3.0 volts. It was noted that electrode impedances were greater than 4000 on some contacts but the reporter stated that the current was greater than 15 a on the same contacts so the reporter believes that the system was fine impedance wise. It was noted that the patient was extremely sensitive to impedance checks, so they had to run the measurements at 0.7 volts. Additional information received reported that no further diagnostic test were performed. It was noted that no malfunctions were seen or cause of event determined. It was noted that the date of replacement was ¿to be determined.¿ it was noted that the patient was doing well and that they adjusted his therapy and he was receiving effective therapy. It was further noted that the manufacturing representative did not report that the patient had high impedances. It was noted that all impedances were normal. Additional information received reported that the patient ended up having his device replaced on (B)(6) 2013. Additional information received reported that the patient was doing well.

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v006364, implanted: (B)(6) 2006, product type: lead. Product ID: 3550-05, lot# n072457, implanted: (B)(6) 2006, product type: accessory. Product ID: 3387s-40, lot# v006969, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3550-05, lot# n072457, implanted: (B)(6) 2006, product type: accessory. Product ID: 3550-05, lot# n072460, implanted: (B)(6) 2006, product type: accessory. Product ID: 3387s-40, lot# v006341, implanted: (B)(6) 2006, product type: lead. (B)(4).